Manufacturer narrative:
Block b3:approximated based on the date the manufacturer became aware of the event.block h6:imdrf device code a0902 captures the reportable event of gauge reading inaccurate.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used in the esophagus during a dilatation procedure performed on an unknown date. During the procedure, when the doctor attempted to inflate the cre balloon he noticed that the monometer on the alliance syringe was not working. The customer reported that the balloon was able to be inflated however, the pressure gauge is not working. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used in the esophagus during a dilatation procedure performed on an unknown date. During the procedure, when the doctor attempted to inflate the cre balloon he noticed that the monometer on the alliance syringe was not working. The customer reported that the balloon was able to be inflated however, the pressure gauge is not working. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0902 captures the reportable event of gauge reading inaccurate. Block h10: investigation results the customer reported that the device was disposed and will not be returned. As such, physical analysis has not been conducted in our laboratory. However, a device history review was performed and determined that, based on the manufacturing date of the device, the gauge reading inaccurately was likely the result of the manufacturing process. With all the available information, although the device has not been returned, boston scientific determined that the gauge reading inaccurately was likely the result of the manufacturing process. The gauge being unable to read pressure was the result of an intermittently malfunctioning camera system that may not have detected and rejected the faulty device. A review of the manufacturing process identified that a test station had cameras out of focus, which resulted in the inability to detect gauges that did not meet acceptance criteria. Bsc initiated a corrective and preventive action (CAPA) investigation to determine the root cause of this issue. A review of camera data from 01 june 2022 to 28 july 2023 identified events where the vision system was intermittently malfunctioning, and alliance ii syringes with faulty gauges may not have been detected. The investigation determined that approximately 0.017% of alliance ii syringes manufactured during this timeframe may have had faulty gauges that were not detected as intended. An inspection was implemented at the test station on 02 august 2023 to confirm vision system functionality. As a result of the CAPA investigation, bsc implemented a software update on the alliance ii syringe gauge inspection cameras to ensure that all products would be rejected at the test station if the cameras were out of focus. This solution was implemented on 06 december 2023, and there have been no gauge reading inaccurate complaints reported for devices manufactured since the solution was implemented. An investigation to address this problem has been completed. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label. Block h11 correction: block h6 (evaluation conclusion codes) have been updated.